Event description:
A malfunction alarm was reported by the customer, identified as malfunction 0. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided assistance in resetting the pump, but the malfunction code reoccurred, leading to the decision to replace the pump. The customer was informed of the necessary replacement, confirmed to be within warranty, and was advised to use multiple daily injections (mdi) as a backup insulin therapy. The shipping address was confirmed, and the customer received instructions on storage mode for transport and how to return the faulty pump to tandem within 10 days using a pre-paid label and return box.